Event description:
Hcp reported the patient was having problems with spasticity and dystonia in spite of high doses of intrathecal baclofen. Pt was up to 1100 mcg/day with no results. An x-ray was done that showed a disconnect. They could not aspirate and when the physician pushed, there was a collection of dye behind the pump. "May have had no withdrawal because it was probably disconnected for quite some time." The patient was put on oral baclofen and the pump was replaced. The patient is reported to be on 158 mcg/day of intrathecal baclofen with fairly good results.